Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded beyond the catheter tip and could not be deployed. A 10mm x 40cm interlock¿-35 was selected for embolization of an arteriovenous fistula. During the procedure, an attempt was made to deploy the coil, however, part of the coil extended beyond distal part of the catheter and the coil could not be completely deployed. The catheter and coil were removed together and no patient complications were reported.